Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the patient reported priming could not be performed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: four open 32g x 4mm pen needle samples and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on all four samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date : unknown. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was difficult to operate. The following information was provided by the initial reporter : the patient reported priming could not be performed.